Event description:
It was reported that a patient presented with an electrocardiogram anomaly noted on the patient's pacemaker. No intervention or adverse patient consequences were reported.

Event description:
New information received notes that device was interrogated twice to attempt to resolve the observed issues, but the error persisted. No patient consequences were observed.

Event description:
New information received notes that a diagnostic issue was also seen on the device.